Event description:
New information received notes the patient identifier is (B)(6), the patient dob is (B)(6), and the physician's name is dr. (B)(6).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented during an implant procedure. After flushing and inserting the left ventricular lead into the coronary sinus, the guidewire could not advance past the tip. The lead was removed and could not be flushed. The physician replaced the lead during the procedure. The patient experienced no adverse consequences.